Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer received multiple power source alerts after plugging the pump into a wall outlet using three different usb cables. The customer's blood glucose (bg) level was 80 mg/dl. Reportedly, the customer left the pump plugged into the same power source for 30 minutes and the pump began to charge successfully with no further power source alerts. The customer indicated that the pump and manual injections would be used for insulin therapy.